Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
The patient is male and (B)(6) years old, did open reduction and internal fixation of posterior lumbar on (B)(6) 2014. The surgeon implanted 2 screws ((B)(4), lot# 179703540). No abnormalities during the surgery. On (B)(6) 2014, the patient accepted examination and the x-ray indicated the screws bent. The screws were still implanted. Affiliate reports possible injury: it is likely that it will impact the recovery of the patient.